Event description:
It was reported the patient had their pump system removed "quite a while ago", it was thought to have been within a year of initial implant. The catheter was kinked "a lot", the patient had a severe allergic reaction, something dislodged and the patient retained fluid and was hospitalized for a week. The pump was thought to have been infusing morphine, but they were not sure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).